Manufacturer narrative:
The investigation into patient's access site bleeding and limb ischemia has been completed. No product was returned. Per the clinical investigation, the root cause of the access site bleed was most likely use related as the bleed was reported from the sentrant sheath and was resolved by advancing the repo sheath and it resolved the bleed. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient was on impella cp support to prevent any left ventricle dilation. It was reported that distal pulses in impella leg were absent. The decision was made to exchange cp for axillary 5.5 to allow for patient mobility and continued support. While rolling patient the nurse noticed profuse bleeding coming from the sentrant sheath. They advanced the repo sheath back into the sentrant as it had come back a little. The procedural outcome was the patient survived surgery.